Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. This rv lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited decreased amplitude, decreased impedance and elevated threshold outputs. Full lead perforation was revealed during lead revision. Antecedently, the patient experienced chest pain and bruising beneath the left breast post implant. This rv lead will be returned for analysis.